Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the sensor was inserted the night before and he calibrated before bed. During the night, the sensor reading at 2.2 mmol/l and the pump kept suspending but blood glucose value was actually around 7 mmol/l. The customer received two calibration error alerts and a change sensor alert. A sensor replacement would be sent but product is not returning for analysis.